Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after initial surgery, no leaks were detected. Four days post operatively there was an anastomotic leak detected. Surgeon had to re-operate and resect the initial anastomosis. Pathology confirmed a 3 1/2¿ segment of tissue where the staples we¿re not intact. Patient abdomen was left open due to the degree of fecal contamination present. Wash out was performed. Surgeon created the new anastomosis and a diverting loop ileostomy. Surgeon stated during initial procedure, that she fired 60mm reload first, followed by a secondary 45mm load when creating the common channel. She believes the problem occurred along the 45mm staple line. Patient went into kidney failure from sepsis and had to have some dialysis treatments. Patient is now receiving tube feeds. Surgeon stated that patient is getting stronger and has been transferred to a long term acute care facility.